Event description:
A nurse reported that a patient was admitted to a hospital on (B)(6) 2014, due to hypertension. According to the reporting nurse, the patient did not dialyze on the admission date, prior to the hospitalization. As of (B)(6) 2014, the patient was discharged from the hospital, the complaint of hypertension has resolved, and the patient continues to use continuous cycler-assisted peritoneal (ccpd) therapy without any further issues.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.